Manufacturer narrative:
No product has been returned for evaluation. Alleged event of broken screw was confirmed through radiographs, it is not confirmed that nuvasive products were used. It is unknown if patient followed post-operative restrictions or suffered a fall. No root cause can be confirmed at this time.

Event description:
On (B)(6) 2015, patient underwent a spinal procedure to remove old spinal hardware at c5/6 levels. The old hardware was possibly replaced with nuvasive products. Post-operatively on an unknown date the patient experienced pain and an x-ray revealed that a screw was broken. No revision procedure was reported.

Manufacturer narrative:
No product has been returned for evaluation. Alleged event of broken screw was confirmed through radiographs, it is unknown if the patient followed post-operative physical restrictions or possibly suffered a fall. It is unknown if fusion was completed. It is unknown how long the device was in-situ prior to fracture. Due to a lack of information the root cause is unknown however, review of the provided radiographs suggests excessive angulation as possible contributor. No further investigation can be completed at this time. No revision procedure has been completed to date. Labeling review: "...implant selection: the nuvasive helix revolution acp system is available in a variety of sizes to insure proper sizing of implanted components. The potential for the success of the fusion is increased by selecting the correct size of the implant. These devices are not intended to be used as the sole support for the spine..." "...delayed union or nonunion: the nuvasive helix revolution acp system is designed to assist in providing an adequate bio-mechanical environment for fusion. It is not intended to be and must not be used as the sole support for the spine. If a delayed union or nonunion occurs the implant may fail due to metal fatigue..." "...potential risks identified with the use of this system, which may require additional surgery, include: ¿ bending, fracture or loosening of implant component(s). Nonunion or delayed union..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
Corrected information provided on sections: d1, d2, d4 should be blank, g5, g7, h2, h10.